Event description:
It was reported that during a therapeutic procedure on a pt, the physician advanced a stent to the target lesion along the jagwire. When the jagwire was retracted, the physician observed foreign material in the pt's biliary duct. The tip of the guidewire was then examined, and it was found that the coating on the tip of the device had peeled off. The physician then obtained another device and successfully completed the procedure. The complainant indicated the foreign material in the pt's biliary duct had been defecated by the pt. There was no adverse effect on the pt.